Event description:
Drive devilbiss healthcare was notified of an incident involving a scooter by an end user, who stated that the scooter fell onto her while driving down a ramp. The end user is undergoing therapy for injuries to her wrist shoulder and ankle that were sustained during the incident. Drive is currently investigating the incident, including attempting to retrieve the product and inspect it, and will file an update if additional information becomes available.